Event description:
Subsequent to the previously filed report, additional information was received indicating that on (B)(6) 2013 the patient had congestive heart failure (chf) with shortness of breath. The chf was treated with medication and the condition resolved on (B)(6) 2013. The angina class was indeterminate. The electrocardiogram performed on (B)(6) 2013 found no new myocardial infarction. The patient had elevated troponin I levels on (B)(6) 2013.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dyspnea, angina, myocardial infarction, and thrombosis, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 15 mm xience xpediiton stent in the proximal circumflex (cx) artery and a 2.25 x 23 mm xience xpedition stent in the mid right coronary artery (rca). Post procedure, cardiac enzymes were elevated. No treatment was provided and the enzyme elevation resolved the following day. On (B)(6) 2013, the patient was re-hospitalized with chest pain. Cardiac enzymes were elevated and electrocardiogram showed st elevation. A myocardial infarction (mi) was diagnosed. Angiography noted stent thrombosis in the xience xpedition stent in the proximal cx and percutaneous transluminal angioplasty was performed at the target lesion in the cx artery. The patient's condition resolved on (B)(6) 2013 and the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2013: ck=66 u/l, normal upper limit 177; (B)(6) 2013: ck-mb=2.6 ng/ml, normal upper limit 2.8; (B)(6) 2013: electrocardiogram (ECG)=new myocardial infarction (mi), st elevation mi; (B)(6) 2013: ck=3927 u/l, normal upper limit 192 u/l; (B)(6) 2013: ck-mb=212.1 ng/ml, normal upper limit 3.5 ng/ml; (B)(6) 2013: troponin I=0.02 ng/ml, normal upper limit 1.5 ng/ml; angiography=stent thrombosis. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction, and thrombosis, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.